Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 3mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified a shaft kink 64mm proximally from the distal tip. A leak test identified no leaks to the shaft of the device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 30sep2021. It was reported that there was a leak in the middle of the shaft. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified left cephalic vein. A 8.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. Upon flushing the balloon catheter in preparation for the procedure, a leak of saline was noted flushing in the middle of the catheter. The device was removed, and the procedure was completed with a different device. There were no complications reported and the patient is fine. However, device investigation revealed a balloon pinhole.